Event description:
It was reported that a replacement ilet pump displayed an empty cartridge and remained on the fill tubing screen after the user inadvertently rewound the pump during setup, and the device did not deliver insulin because weight had not yet been entered; the user had been disconnected from insulin for several hours and used subcutaneous insulin by pen as backup before setup was completed and the device was returned to automated (bionic) mode. Symptoms included hyperglycemia with thirst. Outcomes included a minor illness that required monitoring and a temporary delay to therapy. Investigation included user education and troubleshooting of setup and time/date settings. Investigation of this case revealed setup use error with incomplete initialization steps. It was concluded that the cause of the hyperglycemia was unclear. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.